Event description:
The customer reports an observation of an elevated advia centaur high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. An initial high sensitivity troponin I (tnih) result was obtained for one of the patients in question. Per the assay¿s instructions for use (IFU), a new sample was drawn an hour later from the same patient and processed on the original instrument which produced an unexpectedly elevated result. The elevated result was reported to the physician(s) but was not questioned. The elevated result was considered discordant by the customer. Therefore, the same sample was reprocessed which produced a result similar to the initial result. The lower result was considered correct, and a corrected report was issued to the physician(s). There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment resulting from the observed result discordance.

Manufacturer narrative:
A united states customer reported an observation of an elevated atellica im high sensitivity troponin I (tnih) result which was discordant relative to repeat testing. Siemens evaluated the instrument data and the information provided by the customer. Quality control was recovered within the range. A siemens customer service engineer (cse) verified all alignments and dispenses of the instrument and found no issues. Based on the available information, the cause of the discordant result is consistent with preanalytical variables as the sample was centrifuged initially for 3 minutes prior to run. The customer is operational, and the reported issue is resolved by completing troubleshooting actions. No product problem identified. The instrument is performing according to specifications. No further evaluation of this device is required.